Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction on the patient that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. The patient's mother reported that under the sensor pad the patient's skin was raw, itchy, with redness. The patient's mother treated this skin reaction with a prescription hydrocortisone. No additional even or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).